Event description:
Consumer reported via email that a tampon had two applicator petals bent upwards, making the tampon unusable. Multiple attempts have been made to obtain additional information; however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3: not returned to manufacture.